Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery with heavy calcification and heavy tortuosity. The 2.25x23 mm xience skypoint stent delivery system (sds) failed to cross the lesion due to the anatomy. Upon removal there was resistance with the anatomy. A non-abbott stent was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.